Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they did not drop the insulin pump, but the insulin pump was exposed to moisture. Customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing.